Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance measurement of zero on the same day an ablation procedure was carried out. The ra lead remains in use. No patient complications have been reported as a result of this event.